Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r waves, low pacing impedance measurements down to 324 ohms, and a rise in pacing thresholds. Additional information provided from the field indicated a micro-dislodgement was suspected to be the cause of these clinical observations. Surgical intervention was performed and the rv lead was repositioned. No additional adverse patient effects were reported.